Event description:
The pt was revised to address a stem fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the fracture. Review of manufacturing records did not identify any anomalies. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the root cause of the device fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.